Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected alarms while on batteries was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured power cable disconnect alarm events on march 17 and february 28 that did not appear to be related to power exchange. According to the voltage values, prior to and post the alarm event, did not indicate the 14v battery was being exchanged. Additional information was requested regarding the event. No additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The reported event of a damaged bend/strain relief was confirmed with the returned device. The bend/strain relief on the black power cable was separated into two pieces. While the damage appears to be related to repetitive flexing of the bend/strain relief, a root cause that contributed to the damage could not be determined during the evaluation. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could be correlated to an unexpected alarm. Electrical measurements of the underlying wires within the power cables did not reveal any shorted or severed condition that could potentially be related. A root cause of the unexpected power cable disconnected alarm captured in the log file could not be determined. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also, under this section, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 04aug2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltages while on batteries and there was visible damage to batteries near connection sites. Batteries replaced and patient also had visible damage to black bend relief on their system controller. The controller was exchanged and the patient tolerated well.